Manufacturer narrative:
The insulin pump was received motor error alarms during rewind due to motor encoder signal out of phase. No motion sensor test failure alarms occurred during test. Analysis was unable to perform displacement test due to excessive motor error alarms. The insulin pump was had intermittent button response due to flattened dome on act button. The insulin pump had a scratched display window noted.

Event description:
The customer reported via phone call that the insulin pump had motion sensor test failure alarm and motor error alarm. The blood glucose at the time of the incident was 72 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.